Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue, to provide device evaluation results and to provide additional information based on the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d9, h3, h6, h10. The subject device was returned to an olympus service center for evaluation. During device evaluation, the reported issue (ring at the control handle was coming off) was not confirmed. In addition, service found the bending section cover adhesive was cracked, the light guide lens was scratched, the insertion tube was rippled, and the side cover was damaged. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported event (ring at the control handle was coming off): the intended procedure was a therapeutic cystoscopy, and it was completed using the same device without a delay.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The customer reported to olympus the cysto-nephro videoscope ring at the control handle was coming off. There was no patient/user harm or injury reported due to the event.